Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was unknown. The customer stated that they can't stand getting buzzed all night low. The customer declined troubleshooting for high blood glucose. The customer was advised that it will not silence all possible alerts. The insulin pump will not be returned for analysis.